Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded. Maximum working channel sleeve protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming a lost image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the hepatic duct and bile duct during a bile duct observation procedure performed on (B)(6) 2018. According to the complainant, during the procedure intended to observe and examine the hepatic duct stenosis, the image suddenly did not display and went black. The procedure was not completed and was decided to perform again at a later date. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.